Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead received inappropriate shocks due to oversensed noise. High out of range shock impedance measurements had also been observed. An invasive procedure was performed. The lead was surgically abandoned and successfully replaced. There were no additional adverse patient effects.